Event description:
It was reported that noise resulting in right ventricle oversensing and far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) were noted. Abbott technical support was contacted and the device was reprogrammed to address the far field r-wave oversensing. No additional intervention was performed. The patient was in stable condition and will continue to be monitored.